Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported she was in a car wreck last year february and she got her patient programmer (pp) replaced. She further stated she has been having a lot of problems with the ins. Stated she was not sure if she was having the problems because it had not been programmed again but she needed to meet with someone. The patient stated she kept getting shocked, tingling in her stomach, bladder; like she was being stabbed in the bladder. She also stated she had a mysterious bruise in her left foot and she did not know if that was from a spasm in her sleep from the shocking. The patient stated she was getting shocking pain down her left leg. She reported that for the last week she has been trying to get her son to stop jumping and kicking her in the back. She d ID not know if her son has done something to her ins. The patient was trying to get in touch with a manufacturing representative. No further complications were reported or are anticipated. Medical history: patient stated she got the ins after having her son because she had a lot of re-constructive surgery and she almost died. She stated it stopped her from being able to go to the bathroom on her own and just peeing on herself. So, she had the ins implanted. She stated she did not have a uterus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient spoke with their rep regarding the tingling and shocking on their left side. The hcp is trying to say that there was something pinched nerve in the lower back (sic). The patient stated that they went to the hospital and they told her that it is not a pinched nerve. The patient stated that it puts their legs to sleep. The patient stated that when it is turned off their toes curl up, but the tingling/shocking goes down their legs. The patient has put on a lot of weight since they got the implant. The patient was on group 2 at 3.0 v. Patient services walked the patient through changing to group 3 to see if that helped. The patient turned the ins back on and confirmed that they felt stimulation. The patient was on group 3 at 3.0 v. Patient services reviewed that the hcp can page in a rep if they still feel they need to be reprogrammed and also reviewed that the patient should follow-up with their hcp if this issue continues. The patient also inquired about longevity estimate. It was reviewed that needs to be done by a clinician, and it was reviewed again hcp can call or page in a local rep to aide in longevity estimate. No further complications were reported or are anticipated.